Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experience a low blood glucose (bg) level. However, the exact value was not provided. Reportedly, the user required a lower basal setting and would remain on the t:flex pump until the t:slim pump is received.